Manufacturer narrative:
Nerve problems are a well-known complication during implant surgery in the posterior region of the mandible. In this case there is nothing that indicates that the nerve problems experienced by the patient are related to the products. It is rather a surgery related complication. This event is reportable per 21 cfr part 803. This report is for the first device. The device was returned, evaluated for diameter and length measurements, and found to be in specification.

Event description:
According to the available information a patient received two osseospeed tx dental implants, on (B)(6) 2020 in position 30 (fdi # 46) and in position 19 (fdi # 36) respectively. The implants were submerged. The patient reported numbness in the entire mandible after the placement. Available x-ray (opg) indicates that the implants have been placed in contact with the mandibular nerve on both sides of the mandible. The implants were removed (B)(6) 2020 and replaced by shorter implants. The patient is after this reportedly without symptoms and feeling fine.